Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. It should be noted that the xience alpine instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/ and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.

Event description:
It was reported that the procedure was to treat an 80% stenosed, eccentric, de novo, bifurcation lesion in the circumflex artery with mild tortuosity and moderate calcification. The 2.25 x 12 mm xience alpine stent delivery system (sds) was advanced to the lesion, but could not cross due to the calcification. The sds was removed from the anatomy and additional dilatation was performed. When attempting to re-insert the sds, the stent was noted to be missing. The stent was found on the catheter table (operating table). There was no resistance felt with the guiding catheter during removal of the sds. The procedure was completed using a new xience alpine without any issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.